Event description:
It was reported that an insulin gauge displayed a different amount than expected, specifically showing 17 units instead of an anticipated 260 units. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the caller to ensure the proper removal of air from the cartridge before filling it, which the caller understood. However, the caller declined to load a new cartridge and chose to continue using the current one.